Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but is not limited to vascular trauma.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses, and a gore® dryseal flex introducer sheath as an accessory in the procedure. It was reported that there was resistance felt when inserting the sheath from the left side of the patient. After implantation of stent grafts, the access site angiography revealed a dissection at the origin of the left external iliac artery. As a treatment, a vascular stent was implanted. The physician commented that the dissection was caused by inserting 12fr dryseal flex sheath or 6fr non-gore sheath. Reported the left access site was calcified and the bifurcation of the left iliac artery was narrow.